Event description:
This represents the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles, fold creases, wear abrasion, curved opening on anterior side, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: one sharp opening on anterior side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side deflation. The device has been explanted.